Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the nurse practitioner received x-ray image of patients thoracic spine and noted that leads had shifted from original implant location. Implant location was t8-9 and new image taken noted leads at t9-10. Patient states they haven't felt like the stimulation has worked well and is also getting worked up for a spine surgery unrelated to the stimulator therapy. Unknown what actions will be taken to resolve the issue.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 26-jul-2026, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 02-aug-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.